Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited loss of capture (loc) resulting in greater than two seconds of pacing inhibition for this pacemaker dependent patient. All other lead diagnostics were noted to be stable and acceptable. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.